Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation it was found that device would not power on when the lid was opened. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker product assessment center (pac) further evaluated the device and verified the reported issue. The root cause of the issues is isolated to the faulty reed switch sw5. The device was archived by stryker and the customer received a replacement device.

Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation it was found that device would not power on when the lid was opened. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.